Event description:
Stryker 1488 flaw design problem. Eleven out of twenty-three cords to high definition camera are split; not from wear and tear but from normal use. We have spoke with other system hospitals and they have encountered the same issue. Device was purchased (B)(6) 2013; has been used and sterilized in accordance with manufacturer's recommendations. Despite same, rubber yoke where the wire connects to control head is ripping/tearing. Dates of use: approx 1 year. Diagnosis or reason for use: camera used in general laparoscopy and endoscopic procedures.